Manufacturer narrative:
The patient was born in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for the event on the same day as the onset. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes and frequencies not reported) for peritonitis. Antibiotic treatment was discontinued 20 days after onset of the peritonitis event. At the time of this report, the patient has recovered from the event. Dianeal therapies were ongoing. No additional information could be provided because the reporter declined follow-up.